Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was getting out of bed, they were shocked. Review of the device showed noise oversensing, with pacing inhibition; which led to inappropriate anti-tachycardia pacing (atp) and shocks. It was thought that the right ventricular (rv) lead was broken. The lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.